Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was programmed to MRI protection mode at doo 75. Then the health care professional (hcp) called back and reported the patient was now in atrial fibrillation (af) with rapid ventricular response (rvr) following the MRI scan. Over a heart connect call, technical services confirmed MRI protection mode was exited and the lead impedance measurements were normal. During the call, the patient's rhythm changed spontaneously to normal sinus rhythm at 90 bpm. No additional adverse patient effects were reported. The device remains implanted and in service.